Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address metallosis and a grinding sound while walking. Update rec'd 6/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, difficulty ambulating, amounts of toxic cobalt-chromium metal debris to be released into the tissue, and discomfort. There is no new additional information that would affect the outcome of the investigation. Update rec'd 9/22/2014- pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/16/2014. Update rec'd 10/17/2014- pfs and medical records received. After review of medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. Update ( 11/17/2016 ) ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, difficulty ambulating, toxic amounts cobalt-chromium metal debris released into the tissue, and discomfort. H&p states c/o persistent left hip pain with popping and clicking sound on left; also states elevated cobalt and chromium levels, but metal ion labs unavailable. Revision operative note indicated extensive metallosis involving proximal femur, acetabulum, ilium, and ischium, and cavitating metallosis/osteolysis of the greater trochanter. Osteolysis added to harms and FDA coding. Pathologist described surgical specimen as "fibroconnective tissue with hemorrhage and foreign body giant cell reaction". There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/7/2014.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: MFR site and report source. Added: adverse event problem (device). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner and femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required. A worldwide complaint database search found no additional related reports against the femoral stem product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. (B)(4).

Event description:
Ppf, sticker sheets, and implant records received. In addition in what was previously alleged, ppf alleges pulmonary embolism. Added lawyer and law firm. Doi: (B)(6), 2004 - dor: (B)(6), 2012 for stem doi: (B)(6), 2006 - dor: (B)(6), 2012 (left hip)